Manufacturer narrative:
The biomed stated that they have had a couple of instances where the compressor was losing pressure when used on a patient and would alarm. Our field service engineer could not reproduce the issue on-site. He checked the air flow with a compressor flow tool and verified that the pressure remained constant while under test. During simulated use test ventilation, the compressor was able to keep up with demand. No leaks were found. After successful test was the compressor returned to the customer and cleared for clinical use. No part was replaced. The conclusion in this matter is that compressor was reported to loose pressure when used on a patient and would alarm. The reported issue could not be reproduced by our field service engineer and the compressor was cleared for clinical use. What caused the reported issue could not be determined.

Event description:
Manufacturer ref. #: 234353.

Event description:
It was reported that the compressor was loosing pressure while it was in use on a patient and alarms were generated. There was no patient harm. Manufacturer ref. #: (B)(4).